Manufacturer narrative:
Product identification records for the alleged gore device were not provided. Therefore, a review of the manufacturing records could not be performed. The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent laparoscopic parastomal hernia repair on (B)(6) 2014 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2017, (B)(6) 2017, and (B)(6) 2018, additional procedures occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: previous gore mesh was adherent to the bowel, removal of infected gore mesh, incarcerated hernia, re-incorporation of previous gore mesh to repair the recurrent parastomal hernia defect, drainage of peristomal abscess, resection of distal bowel that was incorporated to the infected gore mesh, adhesions, primary repair of paratomal hernia defect . Additional event specific information was not provided.

Manufacturer narrative:
D2: added common device name. D4: added serial #, catalog #, expiration date, UDI #. G5: updated combo product field, added PMA/510k #. H4: added device manufacture date. H6: updated method code 1 and results code 1. D6 / d7: added implant/explant date. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: (B)(6) 14:(B)(6) . Wellness visit. Body mass index 31-31.9. Current medications include coumadin, prednisone, and novolog. Physical exam: abdomen. Soft, nontender. Hernia unchanged. Assessment/plan: abdominal wall hernia, awaiting surgical repair, no changes. Diabetes mellitus, a1c stable. ¿not really doing accu checks or watching diet.¿ encouraged to lose weight for better health. Implant preoperative complaints: (B)(6) 14: (B)(6) . Indications: ¿the patient is a 68-year-old woman status post a proctectomy with creation of a permanent end colostomy. She has developed a parastomal hernia for which she has undergone prior repairs. Despite these, she has developed a recurrent parastomal hernia and has experienced intermittent symptoms of obstruction associated with her incarcerated parastomal hernia. She is now taken to the operating room for repair of her parastomal hernia. The indications for surgery, alternative treatments, and potential risks including but not limited to bleeding, infection, persistence or recurrence of the hernia, the risk of injury to the intestine or other structures during the process of the repair, the possible use of prosthetic material with this, complications associated with its usage, as well as cardiac, pulmonary, neurologic, renal, hepatic, pancreatic, gastrointestinal, incisional, anesthesia-related, pain-related, and position-related complications were discussed with the patient and understanding, she has agreed to the planned procedure.¿ implant procedure: laparoscopic lysis of adhesions, laparoscopic reduction of incarcerated parastomal hernia, a laparoscopic repair of parastomal hernia using dual-sided gore-tex mesh. Implant: gore® dualmesh® plus biomaterial [1dlmcp07/11673589]. Implant date: (B)(6) 2014 (hospitalization (B)(6) 2014) (B)(6) 14: (B)(6). Operative report. Preoperative and postoperative diagnosis: incarcerated parastomal hernia. Findings: ¿there were extensive adhesions to the anterior abdominal wall along the patient's prior midline scar. Additionally, there was a moderate amount of omentum incarcerated within the parastomal hernia. In the vicinity of the fascial edges of the hernia the colon was adherent.¿ procedure: ¿the patient was identified and placed in the supine position on the operating table. After the uneventful induction of general endotracheal anesthesia and placement of appropriate prophylactic and monitoring devices, we prepped and draped her abdomen in the usual sterile manner after first closing her colostomy with a pursestring suture and covering it with a sterile occlusive dressing. We began by entering the patient's abdomen using an optical separator port that we inserted through a left subcostal stab incision, advancing this under laparoscopic visualization until the peritoneal cavity was entered. We then insufflated with carbon dioxide to a preset pressure of 15 mmhg and we performed a laparoscopic exploration. We did not identify any signs of injury relating to insertion of the optical separator port. We did identify extensive adhesions to the abdominal wall, particularly in the area of the patient's prior midline incisions. We were able to identify additional sites where we could place 5 mm ports safely and after doing so, we then used this combination of ports to carefully take down adhesions to the abdominal wall. We did so primarily using sharp dissection and gentle blunt dissection. We used the ligasure device and electrocautery in a very limited fashion and only after ensuring that we were not applying either device close to any intestine. We were in this manner able to then clear the adhesions from the abdominal wall. With the adhesions taken down, we could visualize the area of the incarcerated parastomal hernia. We used additional sharp dissection to begin dividing the adhesions in this area. As we were able to divide adhesions, we were then able to begin to reduce portions of the contents of the hernia. We continued to dissect in this manner and were eventually able to completely reduce the contents of the hernia. All told, the lysis of adhesions and reduction of the contents of the hernia sac took approximately 3 hours. We did note, as we were reducing the contents of the hernia sac and taking down adhesions in this area that there was a serosal tear in the colon just before it passed through the abdominal wall at the former colostomy. As we carefully inspected this, we did not identify any signs of full-thickness injury. With the contents of the hernia sac completely reduced, we then inspected the defect. We felt that this could be repaired using a piece of dual-sided gore-tex mesh. We used a spinal needle to map out the size of the defect. We then cut a piece of dual-sided gore-tex mesh to the size. We created a keyhole opening in the mesh with the plan that we would pass the colon out through this opening. In light of the serosal tear that we had seen during the course of our dissection and in order to pass the dual-sided gore-tex mesh into the abdomen, we then made a small counterincision near the umbilicus, positioning it, so that it would enter into the hernia sac, but not be subsequently covered by the patient's stoma appliance. Due to this counterincision, we were able to visualize the colon leading to the colostomy and we were able to identify the serosal tear. We repaired this using interrupted 4-0 silk lembert sutures. We carefully inspected the colon at the site of repair and leading to the colostomy and did not identify any other signs of injury to the intestine. After confirming the hemostasis was satisfactory, we then closed the counterincision with layers of polysorb sutures. Before closing the incision, we passed the dual-sided gore-tex mesh and to which we placed gore-tex sutures into the abdomen. We then closed the incision with layers of polysorb sutures. We reestablished the pneumoperitoneum and laparoscopically we rolled the mesh had positioned it around the colostomy. We used a suture passing device to then pass out from the abdomen the gore-tex sutures with the appropriate orientation. We tied these peripheral sutures and also placed additional sutures to approximate the edges of the gore-tex forming the keyhole opening. We also took care to orient the gore-tex mesh appropriately with its smooth side in contact with the abdominal contents and its rough side in contact with the abdominal wall. Next, we used a tacking instrument to anchor the gore-tex to the abdominal wall, particularly at its periphery. We took care placing the tacks to ensure that we did not place any tacks into the colon. As the mesh extended laterally, we also took care to ensure that none were in place in the vicinity of any anticipated nerves. We inspected the repair and found it to be satisfactory in appearance. We noted that the keyhole appeared to be appropriately positioned and sized. After final inspection did not reveal previously unrecognized enterotomies, serosal tears, unexpected retained foreign objects, or other abnormalities. We then removed all of the ports ensuring hemostasis was satisfactory at all sites. We then irrigated and closed all these incisions with subcuticular sutures and then skin glue. We placed sterile dressings over all of the closed incisions. The procedure was performed without complication and tolerated well by the patient, who was taken from the operating room in stable condition. At the conclusion of the operative procedure, sponge, instrument, and needle counts were correct.¿ (B)(6) 14: (B)(6) . Implant sticker. Description: ¿mesh hern ovl 2 + 1mmx20x30cm eptfe 1/ea (n) 1dlmcp07.¿ serial number/model: (B)(6) . Lot number: 11673589. Quantity: 1. Implant site: abdomen. Expiration date 2016-04. ¿gore dualmesh.¿ (B)(6) 14: (B)(6) . Pathology. The specimen is received fresh labeled with the patient's name, with initials (B)(6) and "hernia sac". It consists of a 10.0 x 5.7 x 0.6 cm portion of tan-pink fibromembranous tissue and adherent adipose tissue. One side the specimen is smooth; the opposing surface is slightly roughened. Representative sections are submitted in cassette labeled a. Final diagnosis: hernia sac, excision. Benign fibromembranous tissue with focal foreign body giant cell reaction, consistent with hernia sac. (B)(6) 14: (B)(6) . Radiology. Abdominal x-ray. Reason: distention, no ostomy output. Indication: 68-year-old female with history of rectal cancer recently status post repair of a parastomal hernia with mesh. Findings: there is gas present within the right subcutaneous tissue, consistent with recent surgery. Gas is present within nondilated loops of colon and small bowel. There is a left lower quadrant ileostomy seen. Hernia mesh anchors are seen within the left abdomen. Impression: subcutaneous emphysema related to recent surgery. Nonobstructive bowel gas pattern. (B)(6) 14: (B)(6) . Discharge summary. Discharge diagnosis: parastomal hernia without obstruction or gangrene. Physical exam: obese abdomen, soft, appropriately tender to palpation. Skin bruising around ostomy site. Ostomy pink and patent with 450ml 24hr recorded output. ¿patient was taken to the operating room on (B)(6) 14 for laparoscopic [sic] parastomal hernia repair with mesh using keyhole approach. She tolerated the procedure well without complication and was admitted to the surgical floor for post-operative recovery. She was started on bactrim prophylaxis for chronic indwelling catheter on pod1. (B)(6) developed a low grade fever on pod2 that resolved on pod3. Her wbc count remained normal throughout hospital course. She did have several episodes of sob with hx of copd that improved with duoneb treatments. She had return of ostomy function on pod 5 and diet was advanced as tolerated. She was deemed stable for discharge home on (B)(6) 13. She will return to clinic to see (B)(6) in 2 weeks. She will continue on a bowel regimen of dulcolax and senna with additional miralax as needed. Prior to discharge, her chronic indwelling foley catheter was exchange, as she gets this done once a month and it was the scheduled time for exchange. She will follow with her pcp to continue with outpatient foley care.¿ relevant medical information: (B)(6) 17: (B)(6) . History and physical. Chief complaint: parastomal hernia. History of present illness: ¿(B)(6) is a 71 year old f, with hx of rectal cancer, stage 3, hx of chemoradiation, s/p apr with colostomy, hx of hysterectomy, r femoral hernia repair (shouldice) inguinal hernia repair, hx of ureteropexy for neurogenic bladder, now with permanent bladder catheter, cad, hx of ml, htn, ckd, glucose impairment, of any medication, hx of rue thrombosis, was on coumadin for 6 months. Previously she underwent parastomal hernia repair, however it has recurred, and she now wants to have another reconstructive operation. She is having pain at the hernia site, it is not reducible. She has bee [sic] having difficulties pouching it. It is progresisvely [sic] enlarging wit [sic] time. She states that colostomy works well.¿ review of systems: gi: pain at hernia site. Physical exam: abdomen: parastomal hernia. Assessment: stable cad, mild copd, well controlled hypertension, chronic but stable renal failure. Scheduled for intermediate-risk procedure. Plan: internal medicine for cad and ckd. (B)(6) 17: (B)(6) . Cardiology visit. Chief complaint: chest pain and shortness of breath. ¿she is very symptomatic from her incarcerated ventral hernia. She required a trip to the ER two weeks ago for evaluation. She notes her hernia was enlarged, swollen, and red and that time. She has been taking dulcolax, which helped her symptoms somewhat, but she still believes her output is low.¿ physical exam: abdomen: ¿large incarcerated ventral hernia over the left lower abdomen. Soft to touch. No reducible. Ostomy bag in place. No redness or warmth.¿ impression: ¿¿ who presents for preoperative cardiac evaluation prior to likely hernia repair. She has experienced chest pain over the last few days, which seems very atypical in nature as is does not occur with exertion and resolved with ibuprofen. That being said, she has a history of dm, htn, hld, and a ?previous heart attack in her 50s, which all increase her cardiovascular risk. As such, it is imperative to pursue stress testing to better characterize her perioperative risk. If her stress testing is negative, this would be reassuring a decrease her likelihood of a perioperative event.¿ plan: stress test, labs, echo. (B)(6) 17: (B)(6) . Radiology. CT abdomen and pelvis without contrast. History: incarcerated recurrent parastomal hernia - difficulty keeping it bagged. Findings: ¿gi tract: patient is status post apr [abdominal perineal resection] with descending colostomy. There is a large parastomal hernia involving segment of descending colon proximal to the stoma. There is a mesh along the abdominal wall musculature deep to the stoma, compatible with prior repair.¿ impression: ¿large parastomal hernia contains segment of descending colon proximal to the colostomy.¿ revision preoperative complaints: (B)(6) 17: (B)(6) . History and physical. History of present illness: ¿72 y/o woman with a h/o rectal cancer s/p apr and with permanent colostomy and chemoradiation in 2005. In 2013 had repair of the parastomal hernia with mesh but it recurred in about 6 months. Now incarcerated with pain in the area, constipation.¿ physical exam: abdomen: stoma, parastomal hernia. Assessment/plan: follow close postoperative period due to pre-existing renal disease. (B)(6) 17: (B)(6) . Indications: ¿(B)(6) is a 72 yo f who presented with a large parastomal hernia. She has a hx of an apr for stage 3 rectal cancer and colostomy, with postoperative radiation and chemotherapy. Postoperatively she developed neurogenic bladder, and she now has a permanent urinary catheter. She developed a parastoma hernia after the surgery which was repaired in dubois, pa with underlay mesh in 2014. She complained of bulging, intermittent discomfort and trouble bagging her stoma. She also felt her colostomy as too big. A CT scan showed a large composix mesh underlay and at least a foot of colon above the fascia. Her past medical history was also significant for htn, cad, ckd, diabetes mellitus, hiatal hernia, nash and osteoarthritis. She is not a smoker or drinker.¿ revision procedure: repair incarcerated recurrent parastomal hernia, revision colostomy with resection 10" descending colon. Revision date: (B)(6) 2017 (hospitalization (B)(6) 2017) (B)(6) 17: (B)(6) . Operative report. Assistant: (B)(6) . Preoperative and postoperative diagnosis: recurrent incarcerated parastomal hernia left lower quadrant. Anesthesia: general. Estimated blood loss: 50 ml. Specimens: descending colon with old colostomy, hernia sac and omentum to pathology for permanent section. Wound class: class 3, operative wound contaminated with stoma closure. Findings: ¿incarcerated colon and omentum in large hernia sac. Fascial opening was about 4 to 5 cm. Bowel adherent to abdominal mesh and to hernia sac.¿ procedure: ¿the patient was brought to the operating room and identified by name and date of birth. The operative site and procedure were confirmed with the patient, surgical, nursing, and anesthesia teams. The patient was placed in the supine position on the operating table. The patient was given general anesthesia and 600 mg clindamycin and 1 g aztreonam intravenously. A foley catheter was already in place. Hair was clipped in the operative field where necessary. The skin was prepped with povidone iodine, allowed to dry for 30 seconds and draped. A time out was performed again identifying the patient, the procedure and the operative site. An epidural was placed preoperatively by anesthesia as part of a study, but wasn't used. The skin and subcutaneous tissues were injected with 0.25% marcaine . A peristomal incision was made with a number 15 blade and deepened into the subcutaneous tissues exposing the colon and the hernia sac. Dissection of the sac and the colon was carefully carried out for at least 1.5 hrs. The sac was excised and sent to pathology for permanent section. One small colotomy was made and was closed with 3-0 maxon interrupted sutures. This was inherent to the procedure and of no clinical consequence. The adhesions between the sac, the old mesh, and the hernia contents were divided and the proximal colon and omentum were reduced into the abdominal cavity. The fascial edges were cleared of fat for at least two cm. Around the defect. The defect measured approximately 5 cm x 4 cm. The colon was divided about 4 cm above the fascia with a gia 90 stapler, removing approximately 10 inches (25 cm) of redundant bowel. This was preferable to doing a large laparotomy and lysis of adhesions in this rather frail lady. Laparotomy and or relocation of her stoma carried substantial risk of complications due her prior history of radiotherapy, surgery and prior mesh placement. Rather than placing a new mesh above the fascia, I elected to irrigate the wound with dilute betadine and to close the fascial defect with four figure of eight sutures incorporating the previously placed mesh. Two sutures were placed on either side. One more stitch was then placed laterally, leaving the fascial opening to admit a small forceps. I was easily able to pass my index finger through the stoma and below the fascia. Bleeding was mild and controlled with cautery and where necessary, ties of 3-0 absorbable suture. The wound was injected with 10 ml 0.25% marcaine. The skin was closed medial and lateral to the prior stoma site using 3-0 maxon subcuticular sutures and 4-0 biosyn skin sutures. The colostomy was matured with 3-0 chromic catgut to the skin. The location of the stoma was not ideal due to concavity in this area, but as noted above, relocation carried a great risk and would likely have resulted in a new hernia. A stoma appliance was placed. The patient was awakened and returned to the recovery room in good condition.¿ (B)(6) 17: (B)(6) . Specimen submitted: a. Hernia sac and omentum. B. Descending colon. Gross description: a. Received fresh labeled "hernia sac and omentum" are multiple fragments of red-pink fibromembranous soft tissue and fibroadipose tissue aggregating 6.0 x 4.7 x 2.5 cm. No nodularity or induration is identified. B. Received fresh labeled "descending colon" is a segment of colon measuring 19.0 cm in length. The distal aspect demonstrates an ostomy site measuring 5.0 x 3.7 cm. The surrounding skin is granular. The external mucosa is tan-pink and granular. An area of roughening with suture material is identified at the proximal aspect measuring 2.5 x 0.3 cm. It is located 1.7 cm from the proximal margin. Also identified is an area of red-tan fibromembranous soft tissue measuring 8.0 x 5.0 cm near the ostomy site. The wall of the colon averages 0.3 cm in thickness. The mucosa is slightly hemorrhagic around the sutured area. The mucosa is otherwise unremarkable. Representative sections are submitted as follows: b1-b2 ostomy site, b3-b4 area around suture, b5 bowel wall, b6 serosal fibromembranous tissue. Final diagnosis: 1. Parastomal hernia sac and omentum, excision (a) - benign fibromembranous and fibroadipose tissue. 2. Descending colon with colostomy site, excision (b) - segment of colon with focal nonspecific inflammatory changes, serosal adhesions, and skin with reactive epithelial changes, consistent with ostomy site. (B)(6) 17: (B)(6) . Discharge summary. Reason for hospitalization: parastomal hernia repair. Hospital course: ¿¿ and parastomal hernia repair with underlay mesh in 2014. Pt presented to clinic with a recurrent parastomal hernia. Pt is now s/p 11/3 laparotomy via old stoma site with resection of 25 cm of colon and primary repair of parastomal hernia. After a brief stay in the pacu, the patient was transferred to the rnf for continued care. The patient was started on po analgesia and a clear liquid diet, which was slowly advanced as tolerated. On 11/4, her epidural was removed by apms. The patient recovered well, with adequate pain control. On the day of discharge, the patient was tolerating a diet, their pain was well controlled, and they were deemed stable for discharge home with outpatient follow up.¿ home in stable condition with home health care. Relevant medical information: (B)(6) 17 -(B)(6) 17: (B)(6) . Inpatient hospitalization. (B)(6) 17: (B)(6) . History and physical. Chief complaint: colostomy issues. History of present illness: ¿(B)(6) is a 72 year old female is 3 weeks s/p repair incarcerated recurrent parastomal hernia and revision colostomy with resection 10" descending colon who presents for evaluation of stoma. She has had trouble bagging the stoma the last week. She switched to a bag from another company and has more success. She also has to change the stoma bag more frequently. The patient has nausea post-operatively denies any vomiting/fevers.¿ medications include: prednisone, diphenhydramine, benadryl, oxycodone, prilosec, k-dur, detrol, zebeta, ativan, cozaar, zoloft. Physical exam: abdomen: abdomen soft, nontender, stoma more recessed since surgery. Assessment/plan: admit for observation, CT abdomen/pelvis, regular diet. ¿CT done and shows what is probably an infected fluid collection around the colostomy. I don't seen [sic] a recurrent hernia or any intra-abdominal bas [sic]. Impression: infected seroma. Plan: ultrasound or CT guided drainage in am.¿ (B)(6) 17: (B)(6) . CT abdomen and pelvis without contrast. History: difficulty managing care of stoma. Gi tract: status post apr with descending colostomy, with adjacent subcutaneous fluid described below. No dilated bowel loops. Impression: ¿postoperative changes of the anterior abdominal wall at the left lower quadrant including end colostomy. Subcutaneous fluid containing foci of gas surrounding the colostomy may be secondary to postoperative changes, however abscess is not excluded.¿ (B)(6) 17: (B)(6) . CT guided drain placement. Procedure reason: abdominal wall seroma. Specimen: 6 cc serosanguineous fluid aspirated and sent for cultures. Pre-procedure and post-procedure diagnosis: parastomal abscess. (B)(6) 17: (B)(6) . Discharge summary. Principal diagnosis: stomal issues and recessed stoma. Hospital course: ¿patient was admitted to the hospital for the above noted reason, and had CT guided drain placed the next day. Patient subsequently went to the regular nursing unit where pain was adequately managed. Patient was started on a regular diet after drain. Adequate prophylactic measures were taken (optimized mobilization, sequential compression devices and subcutaneous anticoagulation) throughout patient's hospital stay. On the second hospital day, it was determined that the drain was no longer needed and the patient was able to be discharged from the hospital. After full recovery and meeting discharge criteria, patient was discharged with appropriate post-hospital care and follow up instructions.¿ (B)(6) 18: (B)(6) . History and physical. History of present illness: ¿¿ hx of an apr for stage 3 rectal cancer and colostomy, with postoperative radiation and chemotherapy. Postoperatively she developed neurogenic bladder, and she now has a permanent urinary catheter. She developed a parastoma hernia after the surgery which was repaired in dubois, pa with underlay mesh in 2014. S/p (B)(6) 2017 parastomal hernia repair and revision colostomy with resection 1 o" descending colon. Has been complaining of pouching issues and skin irritation since. Recent bout of diarrhea causing excoriation of skin even further. Admitted to psychiatric ward for suicidal ideations because of all the peristomal pain.¿ physical exam: abdomen: soft, non tender, non distended. Llq colostomy in place. Height 4¿10¿, weight 140 pounds, bmi 29.26. Assessment and plan: persistent pouching issues without resolution. Plan for revision colostomy. (B)(6) 18: (B)(6) . Office visit for new patient consult. History of present illness: ¿patient with h/o apr due to stage 3 rectal cancer (2005), and 3 previous operations for peristomal hernia (last one in 2017), presenting with pouching issues. The pouch is leaking and creating peristomal skin irritation.¿ physical exam: abdomen: ¿normal abdominal exam. She has a subumbilical midline incision from which the procedures took place. On the left side she has an ectopic colostomy in that it is outside the rectus muscle with a parastomal hernia. When she sits the ostomy retreats and is no longer visible.¿ assessment: ¿she has a left lower quadrant colostomy which is ectopic and has a parastomal hernia which when the patient sits the ostomy is in a deep crevice.¿ recommendation: we will try to obtain the recent CT scan from her local hospital and determine best option.¿ explant preoperative complaints: (B)(6) 18: (B)(6) . History and physical. History of resent illness: ¿(B)(6) is a 73 year old female with a pmh significant for htn, neurogenic bladder (followed by urology), prior dvt (not on anticoagulation), s/p cholecystectomy and appendectomy, as well as stage 3 rectal cancer (2005) w/ apr, chemo/radiation, and 3 previous operations for peristomal hernia (last one in 2017 with (B)(6), saw (B)(6) in (B)(6) for leaking pouch, who now presents with abdominal pain, more liquid stoma output, nausea and bilious emesis x2-3 days. The pain itself is peristomal and she has experienced distention as well as abdominal wall hardness in the area around the stoma. She went to the osh, found to have a wbc of 15.4 and CT scan was performed which showed a abdominal wall abscess with air near her stoma, involving the prior mesh. She was started on IV abx and resuscitated, then transferred here for further care. U/a + at osh.¿ physical exam: abdomen: ¿soft, minimally tender around stoma, minimally distended. There is a region of induration on the right side of stoma with obvious bulge. Stoma covered in bag with no output viewable at present.¿ ¿CT a/p: 3.2x1 .9 cm focus of gas noted at superior lateral aspect of the mass which does not appear to communicate with the bowel. --> probable infected hernia repair mesh with at least one alrge [sic] focus of gas which does not appear to be associated with the bowel.¿ assessment: CT scan shows fluid collection involving medial aspect of parastomal mesh with foci of gas, concerning for abdominal wall abscess.¿ for interventional radiology drainage tomorrow. (B)(6) 18: (B)(6) . Indications: ¿pathology is identified as a woman, who in the past had an abdominoperineal resection with an ectopic left lower quadrant colostomy that had been revised at least on 1 occasion, who had parastomal mesh in the abdominal wall, which was infected causing the colostomy to retract, maintaining an appliance very difficult to complete. Laparotomy was not performed, but the mesh was infected deep to the mesh and all proximal to the mesh with a large chronic abscess cavity with many sutures of nonabsorbable material and clips. The peritoneal cavity was not explored because of adhesions.¿ explant procedure: laparotomy takedown, end colostomy, removal of infected abdominal wall mesh, and relocate colostomy. Explant date: (B)(6) 2018 (hospitalization (B)(6) 2018) (B)(6) 18: (B)(6) . Operative report. Assistant: (B)(6) . Preoperative and postoperative diagnosis: infected parastomal hernia mesh and ectopic colostomy. Anesthesia: general. Procedure: ¿the patient was placed supine on the operating table given a general anesthetic, and prepared in the usual manner. Initially, the colostomy was mobilized by making a circumferential skin incision and with difficulty because of the scar tissue and the infection, the dissection was carried down through the infected mesh and ultimately into the peritoneal cavity. The anatomy was difficult to define because of the infection and the scarring. The distal bowel was mobilized to the extent that it was possible through the site. Ultimately, a midline abdominal incision was made to give more exposure to the infected mesh and allow its removal, which was difficult. The mesh was removed and submitted. The distal colon was mobilized sufficiently to allow its relocation to the previously marked site in the left upper quadrant. The previously marked site was prepared for the colostomy. The distal colon was mobilized sufficiently to allow the ostomy to be relocated and re-established. The distal bowel where it was incorporated in the infected mesh was resected and the terminal portion remaining brought out through the orifice. The site of the ostomy after removal of the infected mesh was closed using #1 prolene sutures. The site of the ileostomy was left open to allow drainage since it was infected. The lower abdominal wound was closed using interrupted #1 prolene sutures and a 7/8th inch penrose drain placed in the chronically infected area and brought out through the lower end of the wound. The colostomy was then matured in the left upper quadrant. The procedure was difficult and the patient was transferred to the recovery room in good condition.¿ (B)(6) 18: ccf (B)(6) . Pathology. ¿specimens submitted: a. Colostomy. B. Old mesh. Clinical data: abdominal wall abscess, infected parastomal hernia mesh and ectopic colostomy. Gross description: a. Received in formalin labeled with the patient's name is a segment of small bowel measuring 6.0 cm in length. The serosa is markedly ragged and roughened with attached adipose tissue. One margin is remarkable for granular, glistening, protruding mucosa surrounded by a rim of pink-white, wrinkled skin. The other margin is opened (inked orange) to reveal an internal circumference measuring 5.0 cm. The mucosa is pink-tan with normal mucosal folds. There are no obvious mucosal lesions identified. The average wall thickness is 0.2 cm. Representative sections are submitted as follows: a1 probable ostomy site, a2 opposing (B)(6) . Received in formalin labeled with the patient's name are four unoriented irregular portions of pink-tan, rubbery synthetic mesh with attached metallic coils, aggregating to 8.0 x 8.0 x 3.0 cm. There is no soft tissue present. No areas of calcification are identified. Representative sections of the synthetic mesh are submitted in cassette b1. Final diagnosis: 1. Colostomy takedown (a) - colocutaneous tissue with histologic changes consistent with ostomy site. 2. Old mesh, excision (b) - fragments of polarizable foreign material consistent with mesh with adherent fibrinopurulent exudate.¿ (B)(6) 18: (B)(6) . Radiology. X-ray abdomen for nausea and vomiting, and infected parastomal hernia mesh post resection. Impression: ¿midline surgical staples. Herniorrhaphy mesh tacks overlie the lower abdomen and pelvis. Penrose appearing drain overlies the pelvis. Mildly dilated small bowel, likely postoperative ileus. No colonic dilation.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."   The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the device.¿ the instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. Procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh.¿these may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.